Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During an unknown procedure, access was gained from the right femoral artery in order to advance the device to the lesion contralaterally. After experiencing strong resistance when advancing the device over a placed wire guide, the user checked the device and found that the device tip was "damaged" (curled up). Upon further review of the device, it was confirmed that the sheath tubing was curled at the transition to the dilator. Another manufacturer's device was used to complete the procedure and there was no report of adverse effects to the patient.